Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The complaint of a "failed port" seems to refer to the confirmed burst lumen, and the cause appears to be use related. The product returned for evaluation was a 6fr triple-lumen powerline catheter. The sample was returned with usage residue seen throughout the extension legs. Depth markings 0cm-24cm were observed on the catheter. The surecuff was observed between the 5cm and 6cm depth markings. The sample was patent to infusion through all three lumens using water from a 12cc syringe, with a leak observed emanating from the split site when the power-injectable lumen was flushed. Microscopic examination of the split site revealed a dull and granular fracture surface. The outer surface of the split site had a ripple-like shape to the material. The characteristics of the observed damage are indicative of a burst in the lumen due to over-pressurization.

Event description:
Port failed during power injection. Contact stated he doesn't have any further information because the nurse who reported this event was no longer employee. They have a sample that will be sent in.